Event description:
It was reported that during a da vinci si transoral otolaryngology surgery (tors) procedure, the distal end of the 5 mm monopolar cautery instrument coating was burned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the insulation on the instrument main tube had deep scratches with material removed from the distal end resulting in the metal shaft being exposed. Additionally, the customer stated that the patient experienced hemorrhaging after the surgical procedure and that the bleeding was controlled. No further complications associated with this patient were reported and the patient condition is stable. Several attempts have been made to gather additional information regarding the hemorrhaging event, as of the date of this report no further information has been provided. However, it is not believed that the insulation damage on the instrument main tube either caused nor contributed to the patient hemorrhaging event. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
The monopolar cautery instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.